Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported that patient was injected with 0.1+0.1+0.1ml of juvederm® voluma¿ with lidocaine in ck1, 0.7ml of juvederm® voluma¿ with lidocaine in ck4, 0.5ml of juvéderm® volift¿ with lidocaine in ck3, 0.3 ml of juvéderm® volift¿ with lidocaine in nl1 and nl2, 0.1 ml of juvéderm® volift¿ with lidocaine in m1. After 2 hours later, patient was experiencing "pain, livedo reticularis right ala nasi". Hcp reported vascular occlusion (intravascular embolism/extravascular compression/ vascular spasm) due to injection. Patient was treated with 4 ml hyaluronic acid and 600 u hyaluronidase. After 72 hours later, patient recovered. Symptoms status is unknown. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00667) (allergan complaint pr# (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number: 963/2. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported that patient was injected with 0.1+0.1+0.1ml of juvederm® voluma¿ with lidocaine in ck1, 0.7ml of juvederm® voluma¿ with lidocaine in ck4, 0.5ml of juvéderm® volift¿ with lidocaine in ck3, 0.3 ml of juvéderm® volift¿ with lidocaine in nl1 and nl2, 0.1 ml of juvéderm® volift¿ with lidocaine in m1. After 2 hours later, patient was experiencing "pain, livedo reticularis right ala nasi". Hcp reported vascular occlusion (intravascular embolism/extravascular compression/ vascular spasm) due to injection. Patient was treated with 4 ml hyaluronic acid and 600 u hyaluronidase. After 72 hours later, patient recovered. Symptoms status is unknown. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00667) (allergan complaint pr# (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.